Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, in ratio: 3.2, 4.9, 5.6, lab: 5.56, 5.56, 5.56.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both inratio and lab values are within the confidence limits for inr testing. The results are considered discrepant within the context of the documented variability for inr testing. For the second set of data, the confidence limits cannot be determined. For the third set of data, the inratio and lab values were > 5.0. The comparison was not considered inaccurate. Products will be tested. Inratio precision data provided by end-user lot 070615: first test inr = 3.2, second test inr = 4/9, third test inr= 5.6, mean = 4.6, sd = 1.2, %cv = 27%. The %cv is greater 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested.